Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that it felt like their therapy was turning off and on every 1-2 seconds. It was also jolting them and "stuff like that." It was noted that it had been happening since implant but was getting worse. The patient indicated they had a fall a couple of months ago on (B)(6) but didn't think it was related to the event. It was stated that they felt the turning off and on especially when they were lying down. There were no recent medical tests or electromagnetic interference (emi) exposure. It was unknown if they patient had cycling programmed. Indications for use were lumbar radiculopathy and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported a shocking sensation at the implant site regardless if the system was off or on. It was reported that the implant site felt sore and was painful. The issue reportedly began (B)(6) 2016. Impedances were checked and were within normal range. The patient's adaptive stimulation was deactivated and a second group was created for manual adjustment. Reprogramming was also reportedly done. It was noted that the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.